Manufacturer narrative:
Patient information was unavailable from the site. Event date is approximated. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that generator interface errors were received during a surgery. The issue was resolved after power cycling both the image acquisition system (ias) and the mobile view station (mvs). A review of the event logs showed power supply voltage errors. There was no impact to the patient outcome and a delay of less than an hour due to the reported issue.

Manufacturer narrative:
Additional information: patient demographics received. There was no reported impact on patient outcome.